Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the left ventricular (lv) lead impedance was fluctuating. The clinician noted the lv lead was not capturing when the patient had come in to be seen at their last visit. The clinician was encouraged to try other lv vectors to achieve more stable pacing impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was reprogrammed.